Manufacturer narrative:
No product returning for evaluation. Attempts were made to obtain all available information. Should new information become available, a follow up MDR will be submitted.

Event description:
Received information stating customer received an occlusion alarm during bolus delivery. The customer cleared the alarm and a cartridge alarm 1 occurred. Reportedly, there was no impact to customer's blood glucose level.